Event description:
Healthcare professional reported approx. 6 months after injection to unspecified site with juvederm voluma patient developed "areas of inflammation" and "nodules, like abscesses" at the injection sites. Patient eventually developed "lesions with secretion hat had to be drained several times." The area with the most "nodes" was the area where the product was applied "more superficially and where beams were made for fine wrinkles." Patient was treated with corticosteroids and antibiotics with no improvement. A biopsy showed "chronic dermatitis" and "granuloma by hyaluronic acid". Culture of the secretion from the lesions showed "inflammatory lesion", but no bacteria development. Hyaluronidase was injected to the patient's "injuries" as they arose and symptoms resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, abscess, secretion drainage, dermatitis, granuloma, and inflammatory lesion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.